Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a frozen image due to faulty dp board failure. Additionally, the evaluation found a faded front panel and scratches on top cover, dusts, lint's and moisture stains at the video connector unit. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera iii video system center to the service center. During a standard inspection of a customer returned asset, it was observed that the printed circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image froze due to a failure of the dp board. However, the failure of the dp board cannot be determined at this time. Olympus will continue to monitor the field performance of this device.